Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator would not turn on. The customer reported the unit was not in use on pt.